Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a peripheral interventional procedure. Reportedly, during sheath splitting resistance was felt and the sheath did not completely split. The safety release mechanism was used to remove the device. Hemostasis was achieved by applying manual arterial compression. Hospitalization was extended for observation. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported incomplete sheath split due to resistance encountered was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar reported incomplete sheath split due to resistance encountered incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.